Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The received logs shows that the pre-use check performed 4 days before ventilation start was successful. It was also noted that the patient circuit leakage test was not performed before starting the ventilation. The log shows that the ventilation was started on (B)(6) 2019 at 6 pm in pressure controlled ventilation mode. Alarms for expiratory minute volume low were generated from time to time until about 1:30 am on (B)(6) 2019 when the alarms were intensified and alarms for inspiratory flow overrange, peep low and respiratory rate high started to be frequently generated. There were several adjustments in the ventilation settings but the alarms continued. The ventilator was set to standby and ataken out of use. A new pre-use check was performed that was successful. The technical log does not include any errors to indicate a ventilator malfunction at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Manufacturer narrative:
It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, and assessed for reporting as required per regulations, and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator stopped during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).